Event description:
A report was received that the patient was having tenderness over the ipg and lead site. It was also noted that the ipg was not charging. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient was having tenderness over the ipg and lead site. It was also noted that the ipg was not charging. The patient will undergo an explant procedure.